Event description:
It was reported that a malfunction code, malf 9, appeared, though no notable events happened before the malfunction. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump and provided instructions for future occurrences. The malfunction did not recur, and the customer was advised to continue using the pump but to report any further malfunctions.